Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service communication alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation:the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: a review of the pump¿s black box and alarm history showed multiple cs052 slave communication alarms. The battery cap was undamaged and able to fit securely. During testing, the pump was powered on and ez-prime steps were performed correctly; no cs052 alarms or other warnings occurred during the investigation. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The pump cover was removed and no moisture corrosion was found inside the pump. The complaint of a communication alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.